Event description:
The spring wire guide was found kinked during puncture to the patient. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one unopened representative kit from lot 71f19h0112 for evaluation. The kit was opened and the guide wire was examined. Visual examination did not reveal any defects or anomalies. Visual inspection of the actual sample could not be performed as it was not returned for analysis. The total length of the representative guide wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the representative guide wire measured to be 0.789 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned representative guide wire was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves...thread tip of multiple-lumen catheter over spring-wire guide." The representative kit was able to pass through the representative ars, needle, and catheter with minimal resistance. A manual tug test confirmed both welds on the representative guide wire were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide. The customer report of a kinked guide wire could not be confirmed by complaint investigation of the representative sample. The representative guide wire passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. The probable root cause of this issue could not be determined as no problem was found with the representative sample and the actual sample was not returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked during puncture to the patient. No patient harm reported.